Event description:
It was reported that the band was removed from the patient related to reflux and weight gain. The original surgery date when the band was placed is unknown. A new band was not placed and no additional surgical procedures were done. It is unknown what tests were done on the patient prior to the band removal. The band will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). One velocity port was returned with dark biological debris around the body of the port. One hook appears to have been severely damaged with the hook being bent out of shape. The device could not be manually altered from the locked to the unlocked position. In addition, the rlzb32 was returned with the balloon cut in two - no testing necessary. Balloon cut with the closed end still attached to 49 cm of catheter. Lastly, a 5cm of catheter in separate packaging along with the tubing strain relief and connector. At the point of explantation, the surgeon stated that the product did not appear defected. Functional tests will not be performed as analysis of returned device would not assist to determining the root cause of the reported reflux & weight gain. Evaluation of the device cannot confirm events that are physiological in nature. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.